Event description:
The manufacturer received information alleging a "service required" alarm condition occurred and the device's internal battery was not charging. No harm or injury was reported.

Manufacturer narrative:
The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's internal battery was replaced to address the issue.